Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the two undated photos of x-rays were reviewed. However, they do not aid in the clinical investigation of the reported infection. Therefore, based on insufficient information, a thorough medical assessment could not be performed at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery was performed on 07-sep-2021, the patient had an infection. A two stages revision surgery was performed in order to solve this adverse event. On the first stage, the tandem unipolar head 54mm ((B)(4)), the tandem unipolar 12/14 taper sleeve + 0 ((B)(4)) and the spectron ef 12/14 taper long straight 225mm small ((B)(4)) were explanted and a revision long stem spectron with a tandem unipolar head, coated in antibiotic cement were placed into the patient. The second stage revision surgery was performed on (B)(6) 2021 to extract the devices that were put in on the first stage surgery and to exchange them with the implants. A redapt modular acetabular component with 225 long stem spectron were implanted. Current health status of the patient is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr surgery performed on ((B)(6) 2021), due to infection a two stages revision surgery was performed. On the first stage the tandem unipolar head 54mm ((B)(4)), the tandem unipolar 12/14 taper sleeve + 0 ((B)(4)) and the spectron ef 12/14 taper long straight 225mm small ((B)(4)) were explanted and a revision long stem spectron with a tandem unipolar head, coated in antibiotic cement were placed into the patient. The second stage revision surgery was performed on (B)(6) 2021 to extract the devices that were put in on the first stage surgery and to exchange them with the implants. Current health status of the patient is unknown.